Manufacturer narrative:
Product analysis: as found condition: the apollo micro catheter was returned for analysis within a shipping box, within a plastic bio-pouch, within an opened apollo inner pouch (b515300), and within a dispenser coil. Damage location details: no damages were found with the apollo catheter hub. No bends or kinks were found with the apollo catheter body. The apollo distal tip was found detached from the catheter. The detached distal tip was not returned. Testing/analysis: the apollo catheter ldpe overlap was measured to be 1.3mm which is within specification (specification: 1.0-2.5mm). Conclusion: based on the device analysis and reported information, the customer¿s ¿tip premature detachment¿ report was confirmed. Possible causes of ¿tip premature detachment¿ include patient vessel tortuosity, incompatible products, advancing the guidewire against resistance, or ldpe overlap not within specification. The patient¿s vessel tortuosity was ¿moderate¿, ruling out ¿patient vessel tortuosity¿ as a potential cause. The (stryker) synchro-10 guidewire has an outer diameter (od) of 0.010¿, as per an online source. As per the apollo instructions for use (IFU), ¿the apollo is not compatible with nonhydrophilically coated guidewires or guidewires greater than 0.010¿ in diameter¿. Therefore, the synchro-10 guidewire was found compatible with the apollo micro catheter, ruling out ¿incompatible products¿ as a potential cause. The ldpe overlap was measured and found within specification, ruling out ¿ldpe overlap not within specification¿ as a potential cause. It was reported that there was resistance advancing the apollo micro catheter. In this event, it is likely advancing the apollo micro catheter/guidewire contributed to the tip premature detachment issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information received that the patient is recovering normally from the procedure. The patient did not experience any symptoms or complications related to the apollo tip detachment. It is unknown if there are procedural / post-procedural imaging (CT, angio, etc.) Available. The tip detachment occurred when the doctor pushed the guidewire in place, and when withdrawing the microcatheter. There was resistance when the apollo was being advanced. The catheter did not fracture into multiple pieces. The tip only detached. There was no resistance when the apollo was being retrieved. The apollo tip is not embedded in the onyx cast. There will not be future plans to retrieve the catheter tip; already broken in the body. The anatomical location of the apollo tip is unknown. It is unknown if there was any note of vessel calcification. There was no kink or damage noticed on any of the devices.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the apollo catheter tip was detached.  The patient was undergoing surgery for treatment of a malformation mass embolism. The accessed vessel was the femoral artery with a diameter of 8 mm. It was noted the patient's vessel tortuosity was moderate. It was reported that the patient had a dural arteriovenous fistula, 6f envoy was used as a support, and the apollo microcatheter was guided by the synchro-10 guidewire under the road map, but it still couldn't be pushed in place. All were withdrawn from the body halfway, and the micro-guide wire was replaced. The tip of microcatheter had already detached. The operator said that the apollo microcatheter had quality problems and was detached for no reason, and no fee was charged. It was reported there was catheter separation/break that occurred during use. There was no friction or difficulty during injection. It is unknown if there was any force applied during delivery or removal. The catheter tip was not entrapped/stuck. There was vasospasm. The catheter was not stuck inside the guide catheter. There was no surgical or medicinal intervention required. The broken location was the distal section. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU.